Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No numbers scrolling up noted. The device had minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at the battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had unresponsive keypad and some of the buttons were not working. The numbers were scrolling up while the customer was trying to deliver bolus and was pressing the up button. The customer's blood glucose was 129 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.